Event description:
It was reported that the tube is floating when angling. No injury reported. A field engineer was dispatched to the site and determined that the left c-arm switch bank needed to be replaced. Once this was completed the system was working as intended.